Manufacturer narrative:
At this time, the specific details regarding the reported event have not been provided. Additional info has been requested and if provided, will be submitted in a supplemental report.

Event description:
The surgeon stated that he believed he had 4 or 5 broken smart toe implants from cases done during the last 6 months. The surgeon wanted to know if there had been any change to material or production method of the smart toe during this time.